Manufacturer narrative:
Additional, changed, and/or corrected data: a2, b1, b5, b6, d6b, d9, h6

Event description:
Device has been explanted.

Event description:
Healthcare professional reported "rupture" confirmed via MRI. This record is for a left side. Device has been explanted.

Manufacturer narrative:
Device evaluation: the device related to the reported events rupture was received on june 05, 2025 with lot number 3275694. Based on the product analysis performed, the assessments of the complaint codes are: rupture: observed broken device assessed as surgical damage. As per the investigation procedure, wear abrasion and non-penetrating nicks was observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: h3, h6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "rupture" confirmed via MRI. This record is for a left side. Device remains implanted.